Manufacturer narrative:
A partial lead measuring 50.6 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, when the lead was placed, high capture threshold was observed. The lead was moved, but the helix was unable to be extended. The lead was not implanted and was replaced. The patient remained stable throughout and after the procedure.